Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels and the cause was not known. The pump supplies were changed and a bolus via the pump was delivered to address the bg level. A pump system check was performed using the current pump supplies and no device issue was identified. Tandem technical support advised the customer to discuss the event with a healthcare provider.